Event description:
Site reported implanted light adjustable lens displacement was noted on (B)(6) 2022. Surgery to reposition the light adjustable lens was performed on (B)(6) 2022, but the haptic broke during reposition by dr. (B)(6). The lens was removed and an ar40e 19.50 was placed, incuding a planned vitrectomy. No specific cause of the sublation was noted. Rxsight's first awareness of the event was 7/14/2022.

Manufacturer narrative:
Site reported implanted light adjustable lens displacement was noted on (B)(6) 2022. Surgery to reposition the light adjustable lens was performed on (B)(6) 2022, but the haptic broke during reposition by dr. (B)(6). The lens was removed and an ar40e 19.50 was placed, incuding a planned vitrectomy. No specific cause of the sublation was noted. Rxsight's first awareness of the event was 7/13/2022. The device history record of the lens was reviewed. No issues were found. The lens is currently in the process of being returned for evaluation.